Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 226-350 mg/dl and insulin injections were administered to address the high bg level. The customer did not know what caused the high bg. A pump system check was performed and no device issue was found. The customer had recently changed the supplies and does not believe the high bg was related to the infusion set site. The customer may take a "pump break" to normalize the bg level.